Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by dr. (B)(6) that a hanh tapered implant failed. The 76-year-old, female patient presented for implant placement on tooth position #6 on (B)(6) 2021. The patient's bone quality was reported as type iii and their oral hygiene as fair. The patient has a history of cancer, diabetes, metabolic bone disease / osteoporosis, high blood pressure and high cholesterol. On (B)(6) 2026, five years after the implant, the patient presented with abnormal bone loss around the implant. The reported device was explanted on (B)(6) 2026. Additional information received reported that the patient did not have any permanent injury and the device was replaced at a later date; not on the date of explant.